Event description:
During the coil embolization of lumbar artery prior to the lumbar spinal surgery that was not calcified and not tortuous, while advancing a deltapaq(cdf100310-30/c17116, complaint product) in an unspecified transit 2(catalogue and lot unknown), the physician experienced severe resistance around the middle section of the microcatheter. Then, when he was pulling and pushing the coil several times, the coil unintentionally detached into the microcatheter although no detachment was attempted at that time. The entire coil separated from the delivery system and remianed in the mc. Therefore both the entire deltapaq and the transit 2 was safely removed from the patient. The procedure was continued using a new coil(cdf100310-30, lot unknown) and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There were no other damages noted to the coil system and embolic coil such as stretching, break, separation in two pieces, fracture or any other. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The procedure was coil embolization of lumbar artery that was not calcified and not tortuous in a (B)(6) female prior to lumbar spinal surgery. While advancing a deltapaq (cdf100310-30/c17116, complaint product) in an unspecified transit 2 microcatheter (catalog and lot unknown), the physician experienced severe resistance around the middle section of the microcatheter. Then, when he was pulling and pushing the coil several times, the coil unintentionally detached into the microcatheter although no detachment was attempted at that time. The entire coil separated from the delivery system and remained in the microcatheter. Both the entire deltapaq and the transit 2 were safely removed from the patient. The procedure was continued using a new coil (cdf100310-30, lot unknown) and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defects (kink, bend etc) were noted on the product by visual inspection. There was no other damage noted to the coil delivery system and/or the embolic coil such as stretching, breaking, separation in two pieces, or fracture. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. However, based upon the event as reported, it is possible that the manipulation of the coil in the attempt to overcome the reported resistance felt in the microcatheter was sufficient to cause the coil to detach from the delivery wire. The product instructions for use (IFU) contains the following precautions with regard to dealing with friction/resistance is felt during delivery of the coil through the microcatheter: if unusual friction is noticed during advancement or retraction of the microcoil system, slowly withdraw the entire micrus microcoil system and examine for damage. Re-deploy a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the micrus microcoil system becomes lodged in the infusuion microcatheter, apply a gentle push/pull motion to free it. If unsuccessful, remove both microcatheter and microcoil systems together as a unit and replace with new devices. Without the return of the device or any of the components used during the procedure the complaint cannot be confirmed and no conclusion can be drawn regarding the root cause of the reported event. The labeling adequately addresses the steps to be taken when resistance is encountered. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.